Event description:
It was reported unspecified particulate was observed in seven (7) vented micro-volume inlets. This was observed during inspection, prior to entering the sterile compounding environment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.